Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with all currents with in specifications. The insulin pump passed displacement, prime, excessive no delivery alarm tests. Motor was tested outside of the device and passed.

Event description:
Customer called to report motor error alarms and unable to rewind the insulin pump due to the motor error alarms. Nothing further was reported.